Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the treatment. The root cause could not be identified conclusively. Correction g.4: a supplemental medical device report (smdr) is being filed to correct the g.4 date on the prior filed medical device report. Incorrect date of (B)(6) 2019 is being corrected to (B)(6) 2019. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported a patient with residual myopia post photo refractive keratectomy. The patient noted starburst and glare when reading and driving. The patient will likely need an enhancement. There are multiple related reports for this reported event. This report addresses the patient number three, left eye, and another manufacturer report will be filed for the other patients.